Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal compounded baclofen 2,250 mcg/ml at 918.8 mcg/day via an implanted pump for cerebral palsy. The pump was interrogated on friday, (B)(6) 2018 at 7:30 pm after the patient had intermittent return of spasticity. The rep was called late (B)(6) 2018/early (B)(6) 2018 morning by the doctor saying that he was planning a pump change on (B)(6) 2018. According to telemetry, the pump began stalling and recovering on (B)(6) 2018. The patient began to have an increase in spasticity and the patient¿s mother heard the pump alarming. She went to the nearest emergency room and was met by the rep. The hcp decided to admit her overnight in case the pump stalled again and did not recover. He planned to change the pump the next day on (B)(6) 2018. Telemetry the next day revealed more intermittent stalls and recoveries. Therefore, the hcp changed the pump and also requested a smaller size because her current pump seemed very tight in the pocket for her small frame. It was noted when the pump was removed, and the existing catheter was exposed, it did not appear to be the 8709 catheter that was listed on telemetry. It was noted that suitable backflow occurred when the catheter was disconnected from the existing pump before rubber shods on a kelley clamp were plied to restrict further backflow. Existing baclofen from the old pump was removed and 20 milliliters (mls) was transferred to the new pump and a back table prime was done before attaching the catheter and sewing the new pump in the pocket and closing. It was noted there were no environmental/ external/patient factors were noted that may have led or contributed to the issue. The patient was admitted for observation. The pump was replaced on (B)(6) 2018 and would be returned. Other medications were unable to be obtained. The patient¿s weight was 70 pounds. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the pump logs were also provided for the patient¿s new pump and after replacement the patient was receiving baclofen 2,250 mcg/ml at 918.8 mcg/day. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2018 revealed a pump motor feed through anomaly regarding shorting across the insulator. (B)(4). If information is provided in the future, a supplemental report will be issued.